Event description:
A customer contacted global technical services (gts) regarding assistance with getting the cassette out on the hc on the homechoice (hc) unit during dwell 4 of 4. The home patient (hp) was connected to the hc machine when the bag became disconnected. The technical service representative (tsr) assisted the hp to end therapy per their request. The hp will contact the nurse regarding the disconnection and any missed therapy. No injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010 regarding the reported problem. The hp stated that the issue was with the machine. When asked to elaborate, the hp seemed a bit confused. When asked if there was anything wrong with the cassette or bag that caused the separation the hp stated 'no'. When asked if they had knocked the supplies off of a table, the hp stated 'no'. The hp notified his nurse and said they were given antibiotics. When asked if the supplies were discarded, the hp stated 'yes' and when asked if they knew any lot numbers or product codes, the hp stated 'no'. The hp has continued therapy.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint was for a connection issue - disconnection of a supply bag. This complaint was not confirmed in the lab due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.